Manufacturer narrative:
(B)(4).

Event description:
It was reported that the catheter was found leaking during patient use. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer returned one 2-l cvc catheter for evaluation. Signs of use in the form of biological material were observed on the catheter. Initial visual inspection of the sample did not reveal any defects or anomalies. After failing functional inspection a small cut in the distal extension line was identified near the luer hub. The damage was consistent with the extension line coming into contact with sharps such as a needle. Both lumens were flushed using a 10ml lab inventory syringe per cvc IFU which states, "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s)." Both extensions lines flushed as expected, no blockage was observed. The distal end of the catheter was then clamped and both lumens were pressurized with a 10ml lab inventory syringe. Leaking was observed in the distal extension line near the luer hub. No leaks were detected in the proximal line. A manual tug test was performed on each of the luer hubs to ensure they were secure on their extension lines. The complaint of an extension line leaking was confirmed through a complaint investigation of the returned sample. The returned catheter was found to have a leak in the distal extension line cause by a cut in the line. Based on the sample returned and the customer report that the damage was found during use, the root cause is unintentional user error - contact with sharps. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
It was reported that the catheter was found leaking during patient use. No patient harm reported. The patient's condition is reported as fine.